Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 10 pm. She obtained a result of '405 mg/dl' on the subject meter and '42 and 58 mg/dl' on another meter, done more than 30 minutes apart of each other. She stated that she manages her diabetes with insulin (self adjuster) and due to the alleged inaccurate high issue at 10 pm she took 40u of novolog. The patient claimed by (B)(6) 2011, at 12 am, she felt 'cold sweats, nauseated and dizzy'. She reported on (B)(6) 2011, at 3:48 am, she tested with her backup meter, and that's when she obtained the 2 low glucose results, which led her to treat herself with food/drink (soda pop) to stabilize her glucose levels. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure which was set in the meter and the correct sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Follow-up #1 (11/07/2011)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. However, the test strips involved with this complaint were tested on (B)(6) 2011 and found to have failed for control solution high on level 2. Unrelated to the inaccurate high issue, there was an error 5 message. Retains test strips were tested with blood sample and passed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.